Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump 1st and 2nd row keys were inoperable. The keypad exhibited a duplicate or delayed response after a key was pressed. This occurred during an unspecified process step at the nursing station. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional keypad testing, the keypad was found to be within specification. Evaluation observed the keypad overlay to be physically damaged. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified as a damaged keypad overlay. The keypad requires replacement to address this issue. The device malfunction would not lead to a death or serious injury if the malfunction were to recur because the issue would result in a delay of therapy. A delay of therapy is not likely to cause or contribute to a death or serious injury.should additional relevant information become available, a supplemental report will be submitted.